Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pfs and medical records received. Patient's right hip was revised on (B)(6) 2013 for pain, discomfort, and elevated metal ion levels (no labs provided). The patient has a depuy left hip implanted as well. No revision has been reported at this time. The head and stem are being reported as they cannot be excluded as the cause of the elevated metal ion levels. Poly liner used.

Manufacturer narrative:
Pfs and medical records received. Patient's right hip was revised on (B)(6) 2013 for pain, discomfort, and elevated metal ion levels (no labs provided). The patient has a depuy left hip implanted as well. No revision has been reported at this time. The head and stem are being reported as they cannot be excluded as the cause of the elevated metal ion levels. Poly liner used. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified no other reports against the provided femoral stem product/lot code combination. The search and/or review of device history records was not possible against the unknown device. The investigation can draw no conclusions with the information made available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.